Manufacturer narrative:
Patient age: over 18 years old. (B)(4).

Event description:
It was reported that the shaft broke. While removing a guidezilla guide extension catheter slight resistance was encountered. Once outside of the patient it was noted that the device had separated near the collar. The procedure had been completed with this device and no patient complications were reported. The patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: microscopic examination and tactile inspection revealed numerous kinks in the shaft. The inner diameter of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The inner diameter of the guidezilla met specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. While removing a guidezilla guide extension catheter slight resistance was encountered. Once outside of the patient it was noted that the device had separated near the collar. The procedure had been completed with this device and no patient complications were reported. The patient's status is good.